Manufacturer narrative:
(B)(4). Visual examination of the returned device found signs of repeated use and has cracked. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear of the device. The device has a potential field age of 10 years and exhibited signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial left knee procedure, the trial bearing fractured. There was no surgical delay nor patient impact.